Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned low results for 1 patient sample tested for elecsys tsh assay (tsh) and elecsys prolactin assay (prolactin) on a cobas 8000 e 602 module. Based on the data provided, the tsh results were erroneous. The initial tsh result was 0.039 uiu/ml. This result was reported outside of the laboratory. The sample was repeated and the result was 26.78 uiu/ml. This result was also reported outside of the laboratory. There was no allegation that an adverse event occurred. The tsh reagent lot number was 22084100. The expiration date was not provided. The sales representative visited the customer site to check the instrument. There were no issues with quality control (qc) results; the sales representative was not able to obtain the actual qc data. It was also noted that tests run prior to and after this sample had no problems. Based on the information available, the root cause of the erroneous low result was due to an issue with the sample or with sample pipetting. An analyzer issue is not likely since no further issues were complained about prior to or after the affected sample. The analyzer was working within specification.